Event description:
Pt is a (B)(6) old female. On (B)(6) 2010, at 2045, the ventilator screen went blank. Alarm started; back up ventilation did not begin. Registered nurse at the bedside and started immediate bagging of pt. Respiratory care practitioner at bedside turned ventilator off and on twice. Unable to restart ventilator. Screen remained blank. Rcp checked output, there was no air flow. Ventilator replaced. Dates of use: (B)(6) 2010. Event abated after use stopped or dose reduced: yes.